Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal elective replacement indicator (eri) battery status. The physician expressed frustration that the software fix for this device had not yet been released. The device was replaced with another boston scientific ICD.